Event description:
It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire missing occurred. The sensor was inserted into the abdomen on(B)(6)2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).